Manufacturer narrative:
Cmp-1030956 multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): 118000 (j7678281). Associated product information: 115313 (j7607286). 110031405 (66675781). 110031418 (67286771). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in progress. Attempts have been made to gather all product identification information, and no further information has been provided. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a right revision reverse total shoulder arthroplasty, the patient experienced disassociation of the glenosphere and baseplate on multiple occasions. The patient underwent a second revision approximately seven (7) weeks post-implantation due to disassociation. Attempts have been made and no further information has been provided.